Event description:
Information was received from a patient representative regarding a patient receiving methadone and an unknown drug via an implantable pump for spinal pain indications. It was reported that the patient stated about 3-4 months ago, the patient had to have a catheter revision due a kink/clog in the catheter and the patient was not getting any pain medication. At that time pump medication was methadone and some other drug that puts people to sleep, but the patient did not know the name if it. The patient stated they did a catheter dye study and that showed the medication was not getting delivered because the dye did not go through.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2023; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.